Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06524 and 2015691-2022-04015. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case in a patient with tortuous and calcified vessels, valve alignment was attempted in the thoracic aorta. Due to resistance, gross alignment was not possible and it was decided to align the valve with the fine adjustment wheel but the there was a lot of tension in the delivery system causing it to not respond. It was decided to remove the delivery system, but it was not possible to retrieve it and the crimped valve through the esheath. A surgical cutdown was performed using a balloon in the descending aorta to reduce blood flow. The procedure was aborted. The patient was taken to ICU with good hemodynamics and stable pressure. During pre-decontamination of the returned devices, it was found that the outflow struts of valve frame were bent. The second esheath used was found to have a split distal tip.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-06524 and 2015691-2022-04015. The device was returned for evaluation. During visual inspection the sheath was noted to have a slight curvature to it. The liner was fully expanded, as designed. A cut on the strain relief was noted approximately 3cm in length. A wrinkle on the proximal end of the strain relief was observed. There were scratches on the sheath shaft and the tip opened as designed. Partial liner delamination near the distal end of the sheath shaft could be seen. The sheath distal tip was split. A kink was noted at the distal tip and soft tip damage was observed. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. As not lot information was provided a device history review and lot history review could not be performed. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided and tortuosity was seen in the patient's access vessels. Calcification was seen in the patient's access vessels. The vessels were undersized. The IFU, preparation training manual, and procedural training manual were reviewed. Before use, visually inspect the device components for damage. If necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation. A second dilator may or may not be included with the system for vessel dilation. If the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath. During delivery system removal, completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. During sheath removal, remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. Thv can be retrieved through sheath only before thv deployment (still crimpled). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintain guidewire position. Do not re-use the sheath, thv, or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The split sheath distal tip was confirmed through evaluation of the returned device. No manufacturing non-conformance were identified through evaluation of the returned device. A review of complaint history support that a manufacturing non-conformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per the complaint description, 'new esheath (lot number unknown) was opened and inserted to proceed with the procedure. The valve alignment was tried in the thoracic aorta as per it was considered the most favorable section, where there was a kink. Due to the resistance of the ic, the gross alignment was not possible to perform and it was decided to align the valve with the fine adjustment wheel but there was a lot of tension in the delivery system and it was not responding. While trying to do the alignment, the push force was so high that the distal part of the commander (pusher) got inside the valve. Therefore, as the valve alignment was unsuccessful, it was decided to remove the delivery system.' Returned patient imagery showed calcification, tortuosity, and undersized vessels (<=6.0mm for 16f esheath). Scratches were seen on the sheath shaft, which are indicative of contact with sharp calcified nodules within the patient's access vessel. The returned sheath also had curvature to it, indicative of tortuosity. Calcification may have made contact the sheath distal tip leading it to split. This may have also been exasperated by undersized vessel diameters, potentially leading to increased contact with calcification. Tortuosity can create sub-optimal angles and non-coaxial alignment. Additionally, 'it was not possible to retrieve the delivery system with the crimped valve through the esheath because of the diameter of the valve and a surgical cutdown was performed.' It is likely that an attempt was made to withdraw the crimped valve, which could have caused the tip to split. Retrieval difficulty could have caused the damage seen in the returned device. Thus, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (withdrawal of crimped valve) likely contributed to the complaint.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06524 and 2015691-2022-04015. Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a tf tavr case in a patient with tortuous and calcified vessels, valve alignment was attempted in the thoracic aorta. Due to resistance, gross alignment was not possible and it was decided to align the valve with the fine adjustment wheel but the there was a lot of tension in the delivery system causing it to not respond. It was decided to remove the delivery system, but it was not possible to retrieve it and the crimped valve through the esheath. A surgical cutdown was performed using a balloon in the descending aorta to reduce blood flow. The procedure was aborted. The patient was taken to ICU with good hemodynamics and stable pressure. During pre-decontamination of the returned devices, it was found that the outflow struts of valve frame were bent. The second esheath used was found to have a split distal tip.